Manufacturer narrative:
H.6. Investigation: bd received two 20 gauge insyte autoguard blood control units from lots 8197969 and 8360633 for evaluation. A review of the device history record was performed for the reported lots and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed a v-shaped cut near the catheter tip of the unit from lot 8197969. The v-shaped cut was indicative a needle piercing the catheter tubing. The unit from lot 8360633 had the needle tip piercing through the catheter tubing. Based off the visual inspection the engineer was able to verify the reported issue of needle piercing the catheter tubing. However, since the units were returned in opened packages the engineer could not determine the exact cause for the damage.

Event description:
It was reported that a split catheter occurred before use with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, "catheter tip is sheared prior to insertion."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8197969, medical device expiration date: 2021-06-30, device manufacture date: 2018-07-16. Medical device lot #: 8360633, medical device expiration date: 2021-12-31, device manufacture date: 2018-12-26. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a split catheter occurred before use with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, "catheter tip is sheared prior to insertion."